Event description:
A patient service representative (psr) contacted zoll lifecor customer support service to report that the charger he had brought with him to the hospital would not power up. The psr was provided with a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem (charger will not power on) was confirmed. The cause of the charger not being able to power on was due to a defective flash memory on the c/a board. The root cause of the defective flash memory cannot be positively determined. No adverse event resulted from the defective charger. The patient received a replacement battery charger.